Event description:
It was reported that the programmer was taking a long time to boot up and that it had trouble establishing telemetry. It was further requested that the programmer and the radio frequency head both be inspected to ensure that they were within specification, that the software be updated and that the analyzer port cover be replaced. The programmer and radio frequency head were returned for service. There was no indication given as to patient involvement or impact as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, boot time was long. As a result the hard disk drive was reconfigured and the software was reloaded. (B)(4).

Event description:
It was reported that the programmer was taking a long time to boot up and that it had trouble establishing telemetry. It was further requested that the programmer and the radio frequency head both be inspected to ensure that they were within specification,that the software be updated and that the analyzer port cover be replaced. The programmer and radio frequency head were returned for service. There was no indication given as to patient involvement or impact as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).